Manufacturer narrative:
Correction: e1: (last name), e3: additional information: b3: (removed), d6a: (removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the patient had stage 5 chronic kidney disease and needed long-term hemodialysis treatment. After a semi-permanent hemodialysis catheter was placed as a vascular access, it was found that the blood flow of the semi-permanent hemodialysis catheter was not smooth and poor. As preliminary actions, they observed the patient's catheter placement and adjusted the position of the catheter repeatedly so blood flow could be smooth, and they reported the event. There was no reported patient outcome.